Event description:
The complainant reported that the patient was escalated from impella cp to impella 5.5 as the patient needed more support. While on impella 5.5 the patient had ectopy requiring lido and amio. The patient had to be shocked once. Additionally, the patient was heparin-induced thrombocytopenia and thrombosis (hitt) positive and argatroban was started. It was further reported that care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B7 added information that was omitted from the initial report that was submitted. H6 added b13 code as it was omitted from the initial report that was submitted. Investigation summary: the complaint investigation was completed. Arrhythmia/thrombosis: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.